Event description:
During a meniscal repair procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that t1 and t2 implants deployed in tandem. Competitor device was used to complete the procedure. It was reported that no unsupported implants were left inside of the patient. (B)(4).

Manufacturer narrative:
Subject device(s) were returned for evaluation. The insertion device and one implants/suture construct unattached to the needle were received. The device had been fully deployed and as such, a functional test was not required. An audiovisual of the case was provided and reviewed. It was noted that the device(s) deployed t1 and t2 in tandem, which confirms the failure mode simultaneous deployment. The case was ultimately completed with competitor device. A review of the device history records was performed which revealed no inconsistencies. A complaint history review did not identify additional complaints for the manufactured lot number. Per results of the investigation, the root cause could not be determined. At this time, no further investigation will be implemented. (B)(4).